Event description:
The patient reportedly experienced dizziness, sound percept problems and pain at implant size. The patient was seen by the implant surgeon for evaluation. The decision was made to explant the patient's device. Surgery to explant the patient's device has been scheduled.